Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient indicating that they had their unit implanted in (B)(6) 2013. It was noted that the instructions that they gave the surgeon were incorrect and the main pain was not coming from the legs but from their back. In the (B)(6)2014 they returned to their doctor and had asked if the unit could be adjusted to ease the lower back pain. One of the techs went to work on the implanted unit to see if they could get any coverage to their lower back. They tried to see if they could be done. They gave up after a while but what had happened was that the left side quit working. Soon after that the non-rechargeable battery went dead. The patient and wife were unable to schedule time to install another setup. They were able to schedule another date to install the unit on (B)(6) 2015. The doctor was unable to install the left side paddle because of the stenosis on their spine. The patient was not authorized to drill and chip the stenosis to complete the installation. Therefore on (B)(6) 2015 the patient was scheduled to install the unit. The unit was installed and the unit was doing what was promised and the patient was satisfied.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3550-29, lot# n351038, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that his previous implant "went bad." The patient wasn't getting stimulation in the correct location and had an adjustment done. The patient stated that the stimulation was in the legs and he needed it in the lower back. After the adjustment one of the wires didn't work anymore and then the battery depleted because it was non-rechargeable and it was replaced. The patient recovered completely from the revision. The indication for use was multiple back operations.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Additional information from the healthcare provider (hcp) was received that reported the patient had his stimulator explanted for normal battery depletion and lead migration on (B)(6) 2015. The pre-procedure diagnoses included: lumbar postlamineotomy syndrome, status post spinal cord stimulator system with depleted generator, and migrated spinal cord stimulating leads. The procedure included: explantation of the spinal cord stimulating system with 1 lead and 1 generator, retrialing the spinal cord stimulating lead with 1 octad lead, and fluroscopy. The patient had a change in his spinal cord stimulator pattern with loss of efficacy on his left side with migrated lead and depleted generator. No complications were noted in the explant of the lead and generator. There was difficulty achieving midline position to the left with the epidural needle. The doctor noted that the patient had a boney protrusion from the spine and he was not able to place optimal lead placement at t9-10 as he desired. However, they were able to get excellent stimulation in all the patient's areas of concern, but the patient said it was a sweet spot between his back and his thighs with the center of the octad lead placed over the t11 vertebral body. After retrialing, these leads were removed; the new lead that the doctor attempted to place was removed and discarded. The patient's spinal cord stimulator was implanted on (B)(6) 2015. The patient's incisions were closed and the patient was referred to another doctor to do a laminotomy and then place the new lead. Additional information regarding the procedure on (B)(6) 2015 was received from the healthcare provider (hcp). Regarding the indications for surgery, it was noted that the spinal cord stimulator stopped working. Reference regulatory report number 3004209178-2015-16610 for information pertaining to the (B)(6) surgery.